Manufacturer narrative:
The cause for the discordant hbc total result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xp hbc total result was obtained for a patient sample. The same patient sample was tested with a different reagent lot and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.